Event description:
On (B)(6) 2026, during a complex tavi procedure in a 78-year-old patient, the orsiro mission stent system had to be implanted after the valve placement. The stent balloon failed to inflate properly, requiring very high pressure (30 atm for 2 minutes) to achieve expansion, which made delivery difficult. This incident had no clinical consequences for the patient.

Manufacturer narrative:
Combination product: yes.